Event description:
A pt reported blood glucose results of "517 mg/dl, 286 mg/dl, 421 mg/dl, 376 mg/dl, 570 mg/dl and 332 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.